Event description:
It was reported that during a procedure to repair a femur fracture, a distal lock on a short trochanteric fixation nail would not lock. The nail was removed and another nail was put in. There was a 30 minute surgical time delay. There was no patient harm and the procedure was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received; no conclusion could be drawn as the product is entering the complaint system.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: upon receipt of the device it was seen that there is a 3.43mm by 4.88mm gouge along the left side of distal locking hole of the nail, the remainder of the device is intact with no other signs of damage. The drawings for this nail were reviewed and the dimensions of the returned part conform to the drawings to which it was manufactured. The design of this device was found to be adequate for its intended use. The most probable root cause for this complaint is that the insertion handle and aiming arm were not properly connected or fully connected (to either each other or the nail), additionally, the use of the aiming arm, protection sleeve or drill sleeve was not noted in the complaint; these factors would impact the accuracy of aiming for insertion of the distal locking screws and for these reasons the root cause is undetermined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device malfunctioned intraoperatively and was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.